Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio2 meter for patient number 2 compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 1.4, lab: 3.0.